Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence and that insulin drips were not observed to be exiting the tubing during the load fill process. It was reported that an occlusion alarm occurred. A replacement pump was sent to resolve the issues. Additionally, it was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of reporting no action was taken to resolve the bg level.